Manufacturer narrative:
One fogarty catheter with attached 3 ml bd syringe at hub was returned for evaluation. Clotted blood was observed from the balloon. The balloon was found to be ruptured and the ruptured edge of the latex was not able to match up. The catheter body was kinked at 75 cm proximal from the catheter tip. A lab sample of 0.035" guidewire (as recommended in the IFU) with straight tip and a lab sample of 0.035" guidewire with angled tip were passed from tip to hub and from hub to tip with resistance at the kinked area. The thru-lumen was found to be patent and did not leak. No visible damage to the balloon windings was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of both insertion issue and balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that 0.035 inch novo guidewire could not be inserted from the hub of the fogarty catheter during use. The guidewire was exchanged to 0.025 inch, but it did not pass through the catheter. Balloon leakage occurred soon after starting the procedure. A 0.035 inch terumo radifocus angled tip (3cm of flexible length) guidewire ended up being used for the procedure. There were no patient complications reported.